Event description:
The physician was attempting to implant a resolute integrity drug eluting stent in the distal circumflex which was reported to exhibit moderate tortuosity, calcification and 85% stenosis. No abnormality was noted during preparation of the device prior to use. It was reported that force was used during the attempted delivery resulting in stent damage. The device was removed from the patient and discarded. No clinical sequelae reported.

Manufacturer narrative:
Evaluation results: failure to follow instructions -force used, most likely contributed to stent damage. Inherent risk of procedure- failure to deliver stent and stent deformation. Lesion morphology -calcification, tortuosity and 85% stenosis. Conclusion: device failure/lack of effectiveness related to patient condition device -calcification, tortuosity and 85% stenosis 80 failure to follow instructions -force used, most likely contributed to stent damage. (B)(4).